Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had been extremely difficult to lock and unlock to the point where nursing staff have not been able to do it. There was no reported patient involvement or outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.